Event description:
It was reported that tandem mobi pump issued cartridge alarm during use and caller sought assistance. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support, removed cartridge, delivered 9-unit bolus successfully, then reloaded original cartridge and was able to resume insulin therapy, so issue was resolved and no further action was required.